Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced capsular contracture, resulting in penis curvature. A surgical procedure was performed to remove and replace all the components. No device issues and no further patient complications were reported.